Event description:
It was reported that approx 7 weeks post stent placement, the treated vessel was totally occluded and stent fractures were identified. Reportedly, the pt underwent implant of five stents: two 6x170mm, two 6x100mm, and one 6x40mm. The lesion was described as a cto and extended from the origin of the sfa to the tibioperoneal trunk (below the knee). The physician successfully crossed the lesion and atherectomy and angioplasty were performed to predilate that lesion. Then, five stents were deployed successfully and without any complication. Imaging was performed, and there was adequate flow through the vessel. However, there was a segment of the vessel beyond the most distal stent that appeared to be occluded. The following day, a coronary des was deployed overlapping the distal stent, successfully treating the lesion. Approx 7 weeks later, the pt complained of leg pain and presented with black toes. Imaging identified that the vessel was totally occluded and 3 of the stents were fractured. The 4x60 stent placed in the proximal sfa appeared to be fractured as well as the 6x100mm stent placed in the area of the mid sfa-proximal popliteal. The third stent that appeared to be fractured and twisted was the 6x170 mm stent placed in the area of the adductor canal. Thrombolysis was performed and another stent was deployed inside the twisted stent. The pt was transferred to another facility.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The stent remains implanted; therefore, not available for eval. The event investigation is currently underway. This event involved three devices used in the pt and associated with the events reported under MFR reports 9681442-2010-00035 and 9681442-2010-00036.